Event description:
A call to patient services on (B)(6) 2011 states that patient is in hospice. Rep will be deactivating tachy therapy. Patient's wife states that patient has received one shock and she doesn't want him getting any more. Will call st. Jude. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).